Event description:
Hosp bio-med reports that unit alarmed "vent inop" while on a pt. Pt was immediately removed from ventilator and manually ventilated, placed on another vent. No pt injury or compromise reported by rt staff.